Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the test strips in the new one touch ultramini meter kit were expired. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient was attempting to set up and use the new, out-of-the-box reported meter, in order to test his blood glucose level. At that time, the patient noted the test strips in the box were expired. Afterwards, the patient experienced the symptom of shaking. The patient took no actions and did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the expired test strips in the new meter kit. Therefore, this complaint is being reported.